Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed a big cracked on the side of top case, the right plunger case was cracked, and missing rubber feet. A review of the event history log identified motor not running. The root cause of the issue was due to normal wear as the pump was over 8 years old.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported motor not running was found during an occlusion test. The alarm was produced because the motor assembly components were worn from normal use. No other fault was found with the pump. The worn motor assembly components were replaced to address the product problem.

Event description:
It was reported that the medfusion pump exhibited a motor failure error. The pump also had a cracked case. No patient injury or complications were reported in relation to this event.